Event description:
Right access with contralateral approach to the left sfa. The lesion was calcified. After crossing the lesion with an .014 wire, a spider wire was advanced and delivered. Multiple balloon inflations were utilized to create room for the turbohawk, which was advanced to perform atherectomy. Following the debulking with the turbohawk, another was advanced to debulk further. When removing the second turbohawk, it became stuck in the sheath and everything had to be removed through the artery uncovered. During the procedure the patient lost a fair amount of blood. According to procdure notes they were unable to achieve hemostasis in the rfa so the patient was sent to the operating room for surgical repair of the rfa.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event.

Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.

Event description:
Device evaluation: the proximal section of the capture wire was threaded through the turbohawk's distal tip assembly's tapered tip guidewire lumen. The guidewire lumen of the tip assembly's body exhibited a longitudinal tear along its entire length (to the rotating tapered tip). The guide sheath had been cut near the hub. The hub section was still threaded over the turbohawk and capture wire and the distal section was separate from the over components.